Event description:
Boston scientific received information that during a routine follow-up, the patient reported experiencing uncomfortable palpitations once an hour. Device interrogation revealed that the right atrial automatic threshold algorithm had increased atrial output due to poor evoked response signal and the inability to obtain a successful atrial threshold test. The high right atrial (ra) lead threshold measurements resulted in loss of atrial capture and subsequent re-testing of the threshold every hour as per the automatic algorithm. As the physician suspected the ra lead had dislodged, the atrial threshold measurement was reprogrammed and a revision procedure was scheduled. No adverse patient effects were reported.

Event description:
Subsequent information was received that a lead revision was performed. The rv lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A revision procedure has been scheduled. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.